Event description:
The physician reported that during a follow-up of the subject device, 4 ventricular fibrillation episodes were detected without delivering shocks but the capacitors were charged in some cases. Noise was not detected when provocative maneuvers were performed (moving the arms or pressing the implant zone).